Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and determined that the cause was unknown. Ts indicated that if the patient is at risk of harm from safety core operation, then this device should be replaced, otherwise a software update may restore remote monitoring if this is a false positive indicator. This device remains in service. No adverse patient effects were reported.